Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Concomitant medical product - pn: us157850 ln: 797200 m2a-magnum pf cup 50odx44id, pn: 139254 ln: 347640 m2a-magnum 42-50mm tpr insrt-3, pn: 103204 ln: 150760 taperloc por fmrl 10x140. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034-2017-00290, 00437, & 00296).

Event description:
Legal counsel for patient reported legal action. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Medical records reported left hip revision procedure approximately six years post-implantation due to pain, elevated metal ion levels, and metallosis. The modular head was removed and replaced; a poly bearing was implanted.